Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record for sn (B)(4) was performed from date of manufacture 04/10/2014 to the present date 11/16/2020 and confirmed that this device was previously returned for servicing 2 times and there were no production failures indicated on the source device.

Event description:
It was reported that the device received an error code 357.6020. There was no patient involvement.

Manufacturer narrative:
The customer¿s reported problem was confirmed.

Event description:
It was reported that the device received an error code 357.6020. There was no patient involvement.